Manufacturer narrative:
Results: the lantern and non-penumbra 4f catheter were undamaged. The lantern outer diameter (od) was measured and was within specification. Conclusions: evaluation of the returned lantern and non-penumbra 4f catheter revealed dimensionally incompatible devices. The outer diameter of the returned lantern was measured within specification. During the functional test, resistance was experienced while advancing the returned lantern and a demonstration lantern through the returned non-penumbra 4f catheter. The resistance experienced during the procedure and functional testing was due to dimensional incompatibility with the non-penumbra device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using a lantern delivery microcatheter (lantern) and a non-penumbra angiographic catheter. During the procedure, the physician placed the angiographic catheter and attempted to insert the lantern into it; however, the lantern was stuck at the hub of the angiographic catheter and would not advance further. Therefore, it was removed. The procedure was completed using another lantern, the same angiographic catheter, and three ruby coils. There was no report of an adverse effect to the patient.